Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 6f exoseal vascular closure device (vcd) did not change during withdrawal. The device was pulled completely out of the body after backflow stopped. There was no reported patient injury. The product was used via an ipsilateral retrograde approach. The device will be returned for evaluation.